Event description:
It was reported that the patient received several bursts of anti-tachycardia pacing due to noise on the ventricular lead. A few weeks later, the patient presented to the emergency room (ER) due to multiple shocks delivered because of noise on the ventricular fibrillation (vf) zone with suspect noise. Sensitivity was adjusted and the ventricular lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.